Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed on (B)(6) 2020. According to the complainant, during the preparation, it was noticed that the balloon burst. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.